Event description:
It was reported that the footboard reads a communication failure. No adverse consequences were reported.

Manufacturer narrative:
Parts were ordered by the user facility to repair and return product to service.